Manufacturer narrative:
(B)(4)

Event description:
It was reported that "during surgery on a lung, a double-lumen tube was used. The two sealing balloons were inflated, and the pressure indicator showed that the balloons were holding the volume of air well. From a clinical point of view, the surgeon observed a passage of air into the region that should have been isolated and not ventilated. This clinical observation was confirmed by examining the ventilator blowing the air, which showed different inflow and outflow volumes. Numerous fibroscopic checks of the position of the tube and balloons were carried out but failed to explain the leak. The patient was already in a position too sensitive to be trans-tubed. The operation was continued with the use of a bronchial blocker to compensate for the leak."

Manufacturer narrative:
Qn# (B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer report: an actual sample was returned with open pouch for investigation. Bronchial tube was inflated using endotest for both clear and blue cuff. The tracheal clear cuff passed as it was able to maintain its pressure at 25 mbar. The bronchial blue cuff passed as it was able to maintain its pressure at 25 mbar. As both clear and blue cuff were able to inflate as per normal and product able to maintain its pressure, thus, no leak was found on the actual sample. Based on the investigation, there was no cuff leakage observed and endotest inspection carried out shown both cuff pressure able to maintain its specification." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "during surgery on a lung, a double-lumen tube was used. The two sealing balloons were inflated, and the pressure indicator showed that the balloons were holding the volume of air well. From a clinical point of view, the surgeon observed a passage of air into the region that should have been isolated and not ventilated. This clinical observation was confirmed by examining the ventilator blowing the air, which showed different inflow and outflow volumes. Numerous fibroscopic checks of the position of the tube and balloons were carried out but failed to explain the leak. The patient was already in a position too sensitive to be trans-tubed. The operation was continued with the use of a bronchial blocker to compensate for the leak."